Event description:
It was reported that while the ventilator was connected to a patient it alarmed for low expiratory minute volume. The patient appeared to be not being ventilated. There was no patient harm. (B)(4).

Manufacturer narrative:
More information surrounding the event have been requested. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).